Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer reported via phone call that they experienced low blood glucose levels of 40-50 mg/dl. The only symptom customer mentions are dry mouth. Customer's blood glucose value was 227 mg/dl at the time of the call. Customer mentions she just got the pump two weeks ago, she is hardly getting insulin. Customer was assisted with setting which was discovered customer had incorrect time assisted with programing time and adjusting bolus. Customer was advised to talk to hcp for settings. Customer decline to trouble shoot for high and low blood glucose.